Event description:
An implant card reported that the patient had generator replacement surgery on (B)(6) 2016. The explanted generator was discarded by the hospital so product will not be analyzed.

Event description:
It was reported that a patient's father had called the nurse and told her that the patient made a squealing noise, and then it was noticed that the patient's generator had migrated about 1-2 inches. The patient was seen on (B)(6) 2016, and system diagnostic results were within normal limits. The generator was lower in the patient's chest and far to the left side of the patient. The generator was very easily manipulated, and the patient noticed the movement. It was suggested that the generator may need to be re-sutured in place. The physician referred the patient for surgery to re-suture the generator. It is unknown if trauma or manipulation caused or contributed to the migration. The surgery to re-suture the generator was planned to be done, so the migration doesn't result in a lead fracture. No surgical intervention has occurred to date. Attempts for further information have been unsuccessful to date.